Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced circles around lights and increased light intensity at night, this negatively impacted ability to drive at night, depth perception was impacted and yag surgery was conducted but had not seen an improvement. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the 1 of 2 eyes.